Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a routine device exchange, noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. The new device was successfully implanted and programmed to resolve the event. The patient was in stable condition.